Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 102 (night drain #2) alarm. This alarm indicates that the patient drained greater than or equal to 160% of the maximum prescribed cycle fill volume. The alarm was resolved by pressing the green button on the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A visual inspection was performed. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.